Manufacturer narrative:
Exact date unknown, event occurred in 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the ipg was non-functional as the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.